Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen was separated 71.5cm from the tip. There were multiple kinks along the shaft, and the shaft was stretched on both sides of the separation. Microscopic examination revealed no additional damages. The inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that would have contributed to the reported event.

Event description:
It was reported that removal difficulty was encountered requiring additional intervention. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure, the device was difficult to remove. An 8fr catheter was inserted from the opposite side of the device, and the balloon was grasped with a snare and pulled out. It was noted that the balloon was removed in a completely deflated state. The procedure was completed with a different device. No patient complications nor injuries were reported.

Event description:
It was reported that removal difficulty was encountered requiring additional intervention. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the procedure, the device was difficult to remove. An 8fr catheter was inserted from the opposite side of the device, and the balloon was grasped with a snare and pulled out. It was noted that the balloon was removed in a completely deflated state. The procedure was completed with a different device. No patient complications nor injuries were reported.